Event description:
It was reported the customer had a failed selftest alarm. Customer's blood glucose was 120 mg/dl. Customer was advised their insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Unit alarmed failed selftest during self test due to faulty radio frequency board. Unit did not pass self test. Unit received with minor scratches on lcd window.